Event description:
A pt reported they were unable to receive an accurate reading on their meter due to the meter allegedly reading blood as control. The result on their meter was "158 control" treatment was food or beverage and one tablet of glucophage. Customer cleaning meter correctly. No further information has been reported. No serious injury.